Event description:
During robotic hysterectomy, surgeon stated patient¿s abdomen was losing pressure during insufflation. Actual pressure seen to go as low as 1. Case began at 12:44. At 16:10: 1702l of co2 had been used. No ports found open, or tubing found kinked or loose. Stryker notified of issue. Suggested machine be turned off and back on. Machine was turned on by rn (registered nurse) at approx. 0700 that morning.